Manufacturer narrative:
Batch review performed on 07 july 2026 reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot. 2602366: (B)(4) items manufactured and released on 24 march 2026. Expiration date: 08 march 2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Reverse shoulder system 04.01.0122 humeral reverse hc liner d 39/+0mm (k170452) lot. 2118739: (B)(4) items manufactured and released on 01 february 2022. Expiration date: 12 january 2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Reverse shoulder system 04.01.0173 glenosphere - d 39x27 (k170452) lot. 2311734: (B)(4) items manufactured and released on 27 september 2023. Expiration date: 11 september 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Reverse shoulder system 04.01.0183 short humeral diaphysis - cementless - 10 (k180089) lot. 2417904: (B)(4) items manufactured and released on 09 september 2024. Expiration date: 21 august 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Reverse shoulder system 04.01.0192 threaded glenoid baseplate d 27x30 (k171058) lot. 2335023: (B)(4) items manufactured and released on 08 march 2024. Expiration date: 19 february 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold, with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery due to infection after 26 days from primary. The surgeon performed a washout and revised all components.